Event description:
It was reported that the device delivered inappropriate atp and hv therapy. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.